Event description:
It was reported that during device preparation prior to use the protective sheath was difficult to remove from the balloon; force was used and the sheath was successfully removed. The balloon was being backloaded onto the guide wire when it would not advance/pass. The device was not used in the anatomy; there was no patient interaction. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and was unable to confirm to confirm the reported issue due to the protective sheath not being returned. A review of the complaint handling database found no similar events from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.